Event description:
Per the clinic, the patient was hospitalized overnight in (B)(6) 2024 (specific date and duration not reported) for postaural discharge and subsequently treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the incision site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported).